Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip ntr/xtr system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported information, the reported event appears to be due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to the probable leaflet damage. It was reported that on (B)(6) 2019, a mitraclip procedure was performed for degenerative mitral regurgitation grade (mr) 4+. The patient presented with an anterior leaflet 2 (a2) prolapse, primary jet at the a2p2 and secondary jet a1p1, significant cleft/scallop. Two mitraclips were implanted, without a device issue, reducing to mr to grade 1-1+. On (B)(6) 2019, the discharge echocardiogram showed mr grade 3+. Leaflet damage was deemed probable, although not confirmed. Clip detachment was excluded. Per physician, the patient feels much better than pre-procedure. The clip status will be re-evaluated during a planned tricuspid procedure in 4-6 weeks. No additional information was provided regarding this issue.